Manufacturer narrative:
Technician found the main power cord has a short and fuse burnt out. He replaced power cord and fuse to fix problem.

Event description:
Account alleges the bed has no functions. The bed is plugged into ac power and has the hi/low all the way down. No injury reported. Bed is out of service.